Manufacturer narrative:
Product analysis: it was confirmed that the programmer's display had an unresponsive area. The display was replaced and calibrated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive areas. A different stylus was used and the display was re-calibrated, but the issue persisted. The programmer was returned for service. There was no patient involvement.